Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 22-jan-2026 against "lot number 6008107 and similar malfunction code- no malfunction code based on complaint information, no malfunction code based on complaint information. The review confirmed that lot 6008107 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 22-jan-2026 against "lot number 6008107 and similar malfunction code(s): no malfunction code based on complaint information, no malfunction code based on complaint information. The complaint numbers are complaint (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4). Conclusion: after review, only complaint (B)(4) & complaint (B)(4) were determined relevant to the reported issue. The other six records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 60068107 was manufactured according to the work instruction (wi) version 79 and packaging in the multivac m12, on 13/jul/2024, with a total of (B)(4) units. Assembling of quickset: the lot 4f06394 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 13/jul/2024, with a total of (B)(4) units. The lot 4f06396 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 13/jul/2024, with a total of (B)(4) units. The lot 4f06395 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 13/jul/2024, with a total of (B)(4) units. Gluing tubing: the lot 4f06372 was manufactured according to the work instruction (wi) version 42 in the gluing machine 4 & 8 on 07/jul/2024, with a total of (B)(4) units. The lot 4f06375 was manufactured according to the work instruction (wi) version 42 in the gluing machine 4 & 8 on 11/jul/2024, with a total of 1(B)(4) units. The DHR was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: visual test according to work instruction (wi) version 2 on reference samples, 3 samples out 3 samples passed the test. Functional flow test 1 according to work instruction (wi) version 2 on reference samples, 3 samples out 3 samples passed the test. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient was admitted to hospital on (B)(6) 2025 due to hyperglycemia and tooth infection and treated with intravenous insulin drip and antibiotics.